Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a subclavian tavr procedure, a 26mm sapien 3 valve was deployed in a final 80:20 aortic/ventricular (a/v) position. During post dilation of the valve, with an additional 0.5ml of volume, blood was noted in the inflator/deflator device when negative pressure was applied to deflate the balloon. The commander delivery system balloon could not be deflated or pulled back into the sheath. The delivery system and esheath were removed together. A ¿minor¿ tear was noted in the right subclavian artery. The access site and tear were surgically repaired. The patient¿s pressure was maintained during the procedure. The procedure was completed and the patient was transferred in stable condition. Following the removal of the devices, a small ¿pin hole¿ was found in the delivery system balloon. The hole was thought to have been caused by focal calcium on the ncc leaflet. The native annular valve area measured 500mm2 by CT. Moderate annular calcification, moderate native leaflet calcification and severe aortic root calcification was reported. The access vessel (right subclavian) minimum luminal diameter (mld) measured 11.0mm with no calcification and no tortuosity reported. The delivery system and sheath were discarded post procedure and are not available for evaluation.

Manufacturer narrative:
Additional information: (B)(4). Result: known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system and sheath were discarded post procedure and are not available for evaluation. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be completed. DHR review did not reveal any issues that could have contributed to this complaint. No deficiencies with the IFU or training manual were identified. During manufacturing, the ds undergoes multiple 100% inspections and verifications. The inspections performed support that is unlikely that a manufacturing non-conformance was the source of the complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the complaints of the delivery system balloon leakage, deflation difficulty and withdrawal difficulty could not be confirmed as the device was not returned. Without the device. A manufacturing non-conformance was unable to be determined. In addition to the procedure itself, patient factors (severe aortic root calcification, a focal piece of calcium on the ncc leaflet) was thought to have contributed to the small hole in the delivery system balloon and the resulting deflation difficulty and withdrawal difficulty. The minimum required vessel diameter for a 14fr esheath is 5.5mm. In this case, the exact cause of the ¿minor¿ tear in the subclavian artery could not be determined. Procedural factors (manipulation of the devices) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.